Manufacturer narrative:
Premature deflation of balloon due to improper snipping of the inflation. Eye which was snipped through to the drain lumen & caused inflation fluid to flow out drainage eye of catheter. No other reports of this type for this date code. Problem attributed to operator error. The sample and report findings were reviewed with the operators. No further action taken. Isolated occurrence.

Event description:
New catheter was inserted via a suprapubic cystotomy.